Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the lot number of the subject device is unknown, device record review cannot be performed, and UDI (unique device identification) and manufacturing date cannot be determined. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been most likely due to user mishandling during device reprocessing. Ceramic tip fracture had been addressed by the legal manufacturer. In march 2014, to remediate tip fracture, a design change in material and geometries of the tips has been implemented. The new tip material has been successfully validated for production release. As the lot number of the complaint is unknown, it is unknown if the device has an old or newly designed ceramic tip. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device IFU (instructions for use, rev 99-1033_fk). The IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: h10 the prior medwatch report for this event erroneously claimed that "a review of the device history record found no deviations that could have caused or contributed to the reported issue." However, this was in contrast to the fact that the lot number for this device remains unknown, disallowing any performance of a device history review (DHR). For clarity, no DHR has been performed in relation to this reported event. Furthermore, it was erroneously claimed in the prior medwatch that the "...UDI (unique device identification)¿ cannot be determined." This is in direct contrast to the initial medwatch for this report, where the UDI was provided. For clarity, the UDI for the device associated with this event is known, and is (B)(4).

Event description:
The customer reported that while reprocessing his olympus cf resectoscope inner sheath, the tip broke off. This event had no patient involvement.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The tip was found broken during the device evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.